Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a vega knee system (part # unknown) was implanted during a primary procedure performed approximately five (5) years ago by another surgeon. According to the complaint there was a postoperative loosening of the implant. Pictures show that the cement did not adhere to the implants or the bone. The patient underwent a revision surgery on (B)(6) 2022. A revision was required; implants were removed and replaced with most likely a non-aesculap implant. No sample are available, photographs were provided. The adverse event / malfunction is filed under aic reference (B)(4). Associated medwatch report: (B)(4). 2916714-2022-00102), (B)(4). (2916714-2022-00103).

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. However, a picture of the implant was provided for analysis; an examination of the image revealed no connection/adhesive between cement and implant, and no cement connection/adhesive to the bone. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Investigation complete.